Manufacturer narrative:
(B)(4). Eval, results: interaction of guide catheter tip and stent, lesion morphology excessively tortuous. Conclusions: interaction of guide catheter tip and stent, lesion morphology excessively tortuous.

Event description:
The physician was attempting to implant a 3.5 mm diameter x 30 mm length endeavor rapid exchange (rx) drug-eluting stent to a lesion in the rca. The lesion morphology was reported as being severely tortuous and exhibiting moderate calcification. It was reported that the stent was inspected prior to use with no abnormalities noted. It was reported that the attempt to cross the lesion was unsuccessful. When an attempt was made to withdraw the stent delivery device back into the guide catheter, it was reported that the guide catheter became disengaged and dropped into the aorta. It was also reported that while withdrawing the stent delivery system into the guide catheter, the stent was dislodged in the aorta.